Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was noted that the display screen could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered up to a discolored display. Unrelated to the original complaint, the pump had no vibration feature. The pump cover was removed and the vibrate motor pins were not making a connection with the printed circuit board. The pins were adjusted and the vibration returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.